Event description:
Same case as: 6000093-2007-01468. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 95% stenosed lesion being treated was located in the non tortuous proximal left anterior descending (lad) artery. The lesion was not predilated . The physician deployed a 3.00x32 mm taxus express2 drug eluting stent and a 3.00x20 mm taxus express2 drug eluting stent. The stents were well apposed and the patient was stable. Medication given asa, heparin, nitro, clopidogrel, plavix. Twenty minutes post the initial procedure, the patient presented with chest pain. Angiography found thrombosis in the previously placed stents. The thrombosis was treated with multiple balloon inflation and a 2.5x18 mm non-boston scientific stent was placed. No additional patient complications were reported. Patient status reported as "well".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.